Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached wire occurred. The sensor was inserted into the thigh which is off label usage of the device, on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and failed due to a detached sensor wire. The allegation was confirmed. The root cause could not be determined.